Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. A 0.035 inch guidewire was returned inserted through the device. No issues were noted with the guidewire. The outer sheath of the delivery system was retracted from the distal tip by 0.5 mm. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The blue outer sheath was stretched for a distance of approximately 50 mm distal to where the blue outer sheath had separated from the distal handle. The stainless steel shaft was kinked along the length of the shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at approximately 25 mm proximal to the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. Based on the investigation results, which indicate that the stent was fully mounted, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedural on (B)(6), 2011. According to the complainant, the patient had a "massive" stricture due to a duodenal tumor. The stricture was located at the distal end of the duodenum. During the procedure, the patient was medicated with midacolam and ketogan. The physician encountered difficulty when passing a jagwire guidewire and a catheter through the stricture due to the size of the stricture. The physician was finally able to position the guidewire and catheter across the stricture. Contrast was injected and the stricture was visualized. The stent delivery system was then advanced through the endoscope and positioned at the lesion. However, difficulty was encountered when deploying the stent. The delivery system collapsed. The stent was unable to be fully deployed or reconstrained. The stent was withdrawn from the patient on the delivery system without issues. No complaint was alleged against the jagwire guidewire used during the procedure. The procedure was completed by placing a percutaneous endoscopic gastrostomy (peg) tube; no stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedural on (B)(6), 2011. According to the complainant, the patient had a "massive" stricture due to a duodenal tumor. The stricture was located at the distal end of the duodenum. During the procedure, the patient was medicated with midacolam and ketogan. The physician encountered difficulty when passing a jagwire guidewire and a catheter through the stricture due to the size of the stricture. The physician was finally able to position the guidewire and catheter across the stricture. Contrast was injected and the stricture was visualized. The stent delivery system was then advanced through the endoscope and positioned at the lesion. However, difficulty was encountered when deploying the stent. The delivery system collapsed. The stent was unable to be fully deployed or reconstrained. The stent was withdrawn from the patient on the delivery system without issues. No complaint was alleged against the jagwire guidewire used during the procedure. The procedure was completed by placing a percutaneous endoscopic gastrostomy (peg) tube; no stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."